Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a hypoglycemic event while using an omnipod 5 pump with novorapid insulin in automated mode, stating the pod appeared to deliver approximately 4 units every five minutes, leading to loss of consciousness on the floor while at home. The patient stated that the event occurred in their first 2 weeks using the omnipod. The patient lives alone, and described prolonged immobility of their arms, legs, and hands during the event. The patient reported they were feeling sick and had a headache before calling for medical assistance and noted no libre 2 alarms during the event. Paramedics recorded a blood glucose of 1.2 mmol/l (21.6 mg/dl), and the patient was hospitalized from (B)(6) 2025, for approximately two and a half weeks. The patient was initially in the accident and emergency unit, then was moved to a cardiac ward, and later a medical ward. While in the hospital the pump and pdm were removed by a diabetes nurse, and the patient was transitioned to insulin pens: rapid-acting insulin for meals and 14 units of lantus daily around teatime. The patient was discharged from the hospital on (B)(6) 2025. The patient has a history of heart problems and reduced right lung capacity after two cancer operations and has a follow-up appointment with the hospital diabetes team in two weeks.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.